Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. While removing the cassette the patient stated there was fluid leaking inside the cassette door. There is no known patient ill effect. Actual sample has not been returned to the MFR; sample was discarded. Companion sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.